Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device/component was not returned for further evaluation. Therefore, no root cause could be determined. However, the customer calibrated the exhalation flow transducer; at 0 cmh2o, the a/d count was 35, which was less than the minimum a/d count required; and then changed the mainboard for testing purposes and to ensure that nothing else was defective; after changing the mainboard, the unit worked properly. An order was placed for the main board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that immediately when the vela ventilator had an alarm transducer fault. The customer confirmed that there was no patient associated with the reported event.